Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced due to reports of high pacing thresholds. The patient was hospitalized due to the revision, and intravenous antibiotics were administered to the patient. No additional adverse patient effects were reported.